Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 475 mg/dl. The customer reported hyperglycemia, hypoglycemia, hemorrhage/bleeding treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake, no treatment. Customer reported the following led up to the event: sensor not working document treatment for high bg: 15 to 20 u of insulin with the pump. The event involved product(s) mmt-7911na, unomedical, mmt-332a, mmt-1880, mmt-7020la.trouble shooting was partially performed and customer was using the insulin pump system within 48 hours of the reported event. The automode feature was not active at the time of event. Cust received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-7911na was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1880. No product return is required for mmt-7020la.